Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology at the time of implant are unk. It was reported that a recent angiogram demonstrated a type iii endoleak in the right common iliac ipsilateral limb of the stent graft. An iliac limb was implanted to successfully treat the endoleak. No additional sequelae were reported and the pt is fine.